Manufacturer narrative:
Device data was reviewed. A treated episode recorded on (B)(6) 2015 at 10:17. This showed a transition 14. On (B)(6), the counter changed to 16. During this same time period, the number of suspect beats increased from 5965 to 8753. Between (B)(6) and the date of the last follow-up, there were only 2 transitions rather than the 12 previous. Some data is not clear. First, the device marks the transition as an occurrence, but does not date and time-stamp the event. Second, no stored electrograms to review to determine if the transition was for an arrhythmia or oversensing. The patient will continue to be followed.

Event description:
The patient was seen again after two weeks with the life-vest. Another template was stored, but this time with the patient lying on their right side. This resulted in very small r-wave amplitude. The plan was to continue using the life-vest and if the patient is shocked again, will deactivate the s-ICD and implant a transvenous system. The patient will be followed again in one month.

Manufacturer narrative:
Correction: this report is being filed to remove information that was previously submitted incorrectly. (B)(4).

Event description:
The information reported in mfg#3009448963-2015-00373, follow-up#1 is incorrect. This was added to this report by mistake and should have been created as a separate complaint record because it involves a different patient.

Event description:
Additional information was received that the field representative did further testing with the patient in multiple positions. This testing did not reproduce the flattened morphology with position changes. However, when jogging in place, the patient would go into bigeminy rhythm. After several minutes, they had the patient stand up and the bigeminy went away. The device was reprogrammed to secondary vector from alternate. The plan is to do treadmill testing with the patient in the future. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific engineering noted the software upgrade does not correct oversensing just before the therapy due to the following reasons: first: the algorithm requires two alternating qrs complexes to match greater than 50 percent of the time. The rule was satisfied, in most qrs complexes, though borderline in a few. Second, it should meet the qrs width threshold (2 counts less than template qrs width). The rule was satisfied in all complexes under review. Third, the combined interval must be less than 600 ms. The patient's heart rate seems to be just over 100 bpm, in one measurement was about 15 ms longer. Engineering contacted the field representative and explained the above. The field representative states they will either store a template with the patient on his left side, but engineering said this may pick up as noise due to signals being so small. The field representative said they would either take another template or implant tv system. Engineering discussed another option would be to leave the device in and encourage patient to not bend over and not lay on left side, (which is not realistic). The field representative will discuss the findings further with the physician and consider replacement with a transvenous system. As no further information concerning this report is expected our investigation is complete. This

Manufacturer narrative:
UDI = (B)(4).

Event description:
Additional information was provided in late-june 2016 that the patient received additional inappropriate shocks while bending over putting a ladder together. The cause of the shocks appeared to be due to positional changes, which caused a change in the patient's r-wave morphology. It was also observed via x-ray that the patient's electrode was superior and the pulse generator may have migrated forward. The s-ICD has been programmed off and the patient was issued a life-vest until the next software upgrade is released, which will provide an algorithm to hopefully mitigate this issue.

Manufacturer narrative:
UDI = (B)(4).

Event description:
Additional information was received that the s-ICD system was explanted and replaced in mid-(B)(6) 2016 with a new s-ICD system. The s-ICD device was replaced to upgrade the device with smart pass capabilities. The field representative was contacted to inquire about the reason for the electrode replacement. The field representative noted that positional changes with the old electrode produced poor r-wave amplitudes, but testing with the new electrode the measurements improved. Positional changes attributed to the change in poor r-wave amplitudes with the old electrode, therefore was the physician's discretion to replace the electrode along with the s-ICD device.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to low amplitude qrs signals while bending over and picking up a box. The shock induced ventricular fibrillation (vf) where a second shock from the device was delivered and converted. An x-ray was taken, which confirmed the sense b electrode ws two inches higher than the xyphoid, but appeared in normal position while the patient was sitting up. It was determined that positional changes contributed to these observations. No adverse patient effects were reported.